Event description:
The reporter stated the surgeon inserted an (B)(4) toric optic silicone single piece lens. Noticed after insertion into the eye, lens was torn. Lens was cut to remove from eye. There was no patient injury. Another same model and size lens was implanted. Reported stated cause of lens tear was injector used too many times. No product malfunction.

Manufacturer narrative:
(B)(4). Evaluation: results: other - visual inspection of the returned product found lens torn in half. Plate haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. (B)(4).